Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that an ophthalmic system does not exhibit the aspiration function and that it was disabled in all surgical parameters. The procedure details and patient impact have not been provided. Additional information has been requested, and none has been received to date.